Event description:
The customer contacted baxter's technical service center regarding air in tubing (without alarm), which occurred on the homechoice (hc) during use. The home patient (hp) stated she noticed the bag on the heater line started bulging and filling with air. The baxter technical service representative (tsr) advised her to start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she said that there were two small holes in the cassette sheeting that day that she believes led to the issue. She said there were no issues with any connections of bags/cassette lines. She did not notice anything else unusual about the supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.